Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a y-type blood/solution set had its spike separate from the y-connector. Reportedly, it appears as if there is not enough or any adhesive to hold the spike in the tubing. It is unknown when the event occurred. It is unknown if there was patient involvement, injury, medical intervention, or adverse event associated with the report. No additional information is available at this time. This is report 4 of 6 with the same reported problem from this facility.